Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the health care professional (hcp) that the patient experienced cardiac arrest with pulseless electrical activity (pea). The hcp was told that the device was not capturing, however, the device was currently functioning as programmed at the time of the call. No further information could be obtained through subsequent follow-up investigation. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.